Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Small diameter ends of reaming guide have snapped off (snapped ends not returned). Also welds holding large diameter shaft ends to impacting heads have cracked.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the small diameter ends of reaming guide have snapped off and the welds holding large diameter shaft ends to impacting heads have cracked. The device associated to the complaint were returned for analysis. On returned products, the intern stem presents a deterioration of the end of the distal part (diameter 3.6) and rupture of tig and laser welding at the pommel. A search into the complaints database was performed, 4 other similar complaint was reported for the affected products codes and lots combinations. Critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch 5120205). This change was initiated through ((B)(4)). The device related to this complaint was manufactured before the design change. Based on the information received and the investigation performed, the root cause of the incident is related to the design of the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.